Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported that an elective replacement indicator (eri) message was displayed in (B)(6) 2016. The patient was concerned the implantable neurostimulator (ins) battery was going to deplete quickly because the eri message was blinking. There was an allegation of dissatisfaction with the ins longevity. The patient was told the ins would last much longer than their previous inss, but the ins lasted the same amount of time. The ins was used continuously at 4.3 or 4.4v. The patient also mentioned the patient programmer was previously able to read the ins through their clothes, but the programmer was not able to today. Communication was possible when the programmer was placed directly on the patient's skin. Several days later the patient reported they saw 50 percent on the programmer and they thought their ins batteries were draining quickly. The patient was going to meet with a manufacturing representative and their health care provider (hcp) on (B)(6) 2016 to have the ins interrogated. The patient's indication for use is malignant pain and head/neck (non-malignant). No actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that they notified their neurologist and pain management health care provider (hcp). The implantable neurostimulator (ins) was scheduled to be replaced on (B)(6) 2016, but the surgery was cancelled due to a mix-up. The patient didn't really have any symptoms, but did have an increase in pain. The patient tried to adjust stimulation and that was when then saw the elective replacement indicator (eri). The issue had not been resolved at the time of this report.